Manufacturer narrative:
The genomic dna sample was sent to (B)(4) for bi-directional sequencing. Sequencing interrogated jk gene exons 3 to 10 and the following allele genotype was identified jk*a(130a, 190t),jk*b(130a). Jk*a(130a) variant allele is a weak allele reported by isbt as jk*01w.01. Placement on jk*a or jk*b allele of variant jk*c.190t is unknown (2015 vox sanguinis vol.109 suppl.1 p.286 p-584). Jk*b(130a) variant allele has not been previously reported. The serology result of this sample jka-,jkb+ suggest that jk*a(130a, 190t) variant allele affect to the expression of jka antigen. ID core xt reported a predicted jka+ phenotype, but jk*a(130a,190t) variant allele, not interrogated by ID core xt, is associated with jka negative phenotype. The false positive result obtained by ID core xt is considered a discrepant result and then a malfunction. This case report is covered by limitations number 1 and 10 of ID core xt package insert.

Event description:
The customer reported a possible discrepancy. The sample is jka+,jkb+ using ID core xt assay but serology reported jka-,jkb+.